Event description:
It was reported the ring was explanted and replaced with an sjm epic valve. The ring was reported to be intact, and there were no vegetations observed during the explant procedure. The surgeon did not have a complaint regarding the performance of the ring.